Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose at time of incident: 400 mg/dl. Patient's current blood glucose: 303 mg/dl. Customer reported that they woke up in the middle of his sleep because of a no delivery insulin flow blocked alarm. Customer wasn¿t able to go to work for two days. Customer treated for high blood glucose with manual injection when his blood glucose was 400 mg/dl and then he gave himself manual bolus with his at 300 mg/dl. Customer reported that they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. Customer is not calling back to perform an high pressure test. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir and to check for possible site/insulin issues. Customer is lean there is a little scar tissue. The insulin pump will not be returned for analysis.